Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "small amount of periprosthetic fluid."

Event description:
Healthcare professional reported right side "small amount of periprosthetic fluid." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Blood/lymphatic: unable to observe, as it is a medical event. That is not related to the device. Seroma-late: unable to observe, as it is a medical event. That is not related to the device. Additional observation: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted and replaced.